Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open right hemicolectomy procedure, while on anastomosis, surgeon fired stapler, it cut but did not staple. There was tissue loss and damage reported with resection of small and large bowel was required to re-do anastomosis. Surgical time was also extended to 30 minutes or more and extended incision was also noted. Another handle was opened to complete the case.